Event description:
The balloon detached from the catheter during a right arm declotting procedure. The pt was taken to surgery to remove balloon. Pt went home that same day, with no permanent injury reported. The catheter was discarded at the account.